Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. Subsequently, the ICD underwent a status interrogation with a clinical programmer, and the device memory was analyzed. Matching the clinical observation, the ICD showed the device status eri. The charge drawn from the battery was checked, revealing an inconsistency between drawn charge and measured battery voltage. Premature battery depletion was confirmed during the analysis. This device is affected by the corrective safety measure in the field, bio-loq, that was communicated in march 2021.

Event description:
It was reported that this device was explanted approx. 34 months after the implantation due to eri status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.